Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp4989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC services was consulted on (B)(6) 2020 on a patient in the ed. PICC was consulted as pt has a long history of abscesses with long term abx therapy. Patient has a lue dvt so a rue PICC was placed. A 4 french double lumen PICC was inserted to the basilic vein without difficulty. A portable cxr was ordered due to inability to obtain ECG reading. Upon visualization of cxr PICC line was in expected position but there was a questionable object noted. The patient was checked to make sure nothing was on her body and repeat cxr was ordered. The repeat file showed same questionable object and the PICC line was folded up. Informed pt nurse not to use PICC line at this time. The guide wire and the magnet wire was retrieved for inspection. A 3.5 cm of stylet wire was broken off and later retrieved from inside the patient.

Event description:
It was reported PICC services was consulted on (B)(6) 2020 on a patient in the ed. PICC was consulted as pt has a long history of abscesses with long term abx therapy. Patient has a lue dvt so a rue PICC was placed. A 4 french double lumen PICC was inserted to the basilic vein without difficulty. A portable cxr was ordered due to inability to obtain ECG reading. Upon visualization of cxr PICC line was in expected position but there was a questionable object noted. The patient was checked to make sure nothing was on her body and repeat cxr was ordered. The repeat file showed same questionable object and the PICC line was folded up. Informed pt nurse not to use PICC line at this time. The guide wire and the magnet wire was retrieved for inspection. A 3.5 cm of stylet wire was broken off and later retrieved from inside the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed but the exact cause could not be determined from the radiographic image provided. One radiographic image was provided for evaluation. The image appears to show the catheter in the patient¿s right side of the body. The device in use cannot be determined. The distal end of the catheter appears to curl towards itself. The distal section appears to be narrower object which may indicate a frayed stylet or stylet extending past the catheter. Based on the image provided and description of the reported event, possible contributing factors include advancement or retraction against resistance. Since the physical characteristics of the 3cg could not be observed, the exact cause remains unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redp4989 showed no other similar product complaint(s) from this lot number.